Event description:
It was reported that a microcatheter withdrawal difficulty occurred. A direxion hi-flo microcatheter was used during a procedure. During withdrawal of the microcatheter, the distal tip became caught at the tip of a 5f catheter. There was concern that continued withdrawal could result in tearing of the microcatheter tip and subsequent embolization within the patients artery. The device was successfully withdrawn with manipulation, and no component separation occurred. No patient complications or unexpected/prolonged care were reported as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).